Manufacturer narrative:
The lens was explanted and exchanged for another lens on (B)(6) 2017. The problem was resolved. Product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic bent. (B)(4).

Manufacturer narrative:
This product is not manufactured or marketed in the u.s. (B)(4). Claim # (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.50/1.5/093 diopter, in the patient's right eye (od) on (B)(6) 2012. The patient has experienced refractive change overtime. As of the date of this MDR submission, the lens remains implanted.